Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported on user facility medwatch (B)(4) that the new tunnel 'failed' and the facility retained the balloon fragment.

Event description:
It was reported that during a tunneled dialysis catheter (tdc) replacement, a balloon rupture occurred. Th physician advanced a 8-4/5.3/75cm ultra-thin balloon. The ultra-thin balloon was inflated and ruptured circumferentially, the number of inflations and atms of each is unknown. There were no patient complications reported and the patient's status was good.